Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested.

Manufacturer narrative:
(B)(4). It was reported that the patient expired two hours post-operatively. However, it was reported that the death was due to an embolization of the superior mesenteric artery (sma) that resulted in mesenteric thrombosis, which in turn caused severe acidosis, and intestinal and multiple organ damage. It was reported that this embolization occurred before the gore endoprosthesis was implanted. Therefore, the device did not cause or contribute to the death. According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia, arterial or venous thrombosis, bowel adverse events (e.g., ileus, transient ischemia, infarction, necrosis), and death.

Event description:
It was reported that the patient obese and had tortuous iliac arteries and 2 cm angled aortic neck. The patient was treated emergently with a gore excluder aaa endoprosthesis featuring c3 delivery system. The device was successfully position and the first deployment stage completed successfully. However, upon removal of the constraining mechanism (second deployment stage), the deployment line broke. It was reported the device was not excessively torqued, and no resistance was met during advancement. The cause of the deployment line breakage is reportedly unknown. The back up mechanism was accessed and the deployment of the device was completed. The patient tolerated the initial procedure. On (B)(6) 2014, 2 hours after the implant procedure was completed, the patient expired. According to the information provided, the cause of death was due to the patient's health problems and not related to a gore device. It was reported an embolization of the sma resulted in a mesenteric thrombosis, which reportedly caused severe acidosis and intestinal and multiple organ damage. It was reported that the embolization happened before the gore device has been deployed. The device was not available for analysis.

Event description:
It was reported that on (B)(6) 2014, the patient presented to the hospital with severe abdominal pain. Angiography revealed an 11cm abdominal aortic aneurysm with both iliacs affected. The patient was treated emergently with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that the device was advanced and positioned for deployment, however, during deployment of the device, the deployment line broke. The back up mechanism was accessed and the deployment of the device was completed. The patient tolerated the procedure. Further information was requested.